Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. There was no button error alarm noted. The back light functioned properly. The pump had a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the act button was unresponsive and the backlight did not work on the insulin pump. Customer's blood glucose was 140 mg/dl. Customer stated that the clocks showed time properly. The pump was not dropped and was not exposed to moisture. Customer stated that the button started to work for one minute and then it stopped working. Customer reported that the lock keypad was not active. Customer stated that the buttons did not work all day. Customer was with their health care provider. Customer was advised that the pump will need to be replaced.